Manufacturer narrative:
(B)(6).

Event description:
It was reported that metal piece came off the wand plate and into the hip joint. The metal debris was retrieved out of the patient. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with discoloration and scratch/scuff marks on spacer and return electrode. A part of the screen is detached. The detached part is returned for evaluation. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The wand was activated in saline solution at default and maximum settings and produces plasma on one of the remaining stub of the electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.